Event description:
It was reported that the device inappropriately discriminated ventricular arrhythmias (ventricular tachycardia, ventricular fibrillation and atrial fibrillation) due to lead noise algorithm. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.